Event description:
The patient had a transverse to high left, with anastomosis created using the car27 device. The patient passed the ring around day 10. In 2009, the patient had a fever and MRI indicated a leak. The patient was re-operated and, the anastomosis was cut out and colostomy was performed.

Manufacturer narrative:
Anastomotic leak. No corrective or remedial actions were taken. The cumulative leak rate with the use of the car 27 device is within the law range of the leak rate reported in the literature.